Event description:
The dr claims that during the procedure, the pt lost about 2000mls of blood. It is unk if any blood was lost through the graft. The pt rec'd 7 units of blood, or blood products. Four days post-operatively, the pt experienced bowel ischemia which resolved itself as of 12/6/97. The dr stated this event to be possibly related to the graft and definitely related to the procedure.